Event description:
The customer called to report water near the screen of the insulin pump. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display due to moisture damage on the electronics. The insulin pump was received with cracked display window corners and moisture damage in the motor.